Event description:
It was reported that the patient presented via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing. Programming changes were made. Patient status was not known.